Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One osseotite® tapered certain® prevail® implant 4/3 x 10mm (xiitp4310) was returned for investigation with a cover screw threaded in the drive feature. Visual inspection of the returned product identified minor wear and debris (dried blood) from use about the external threads and the collar. The product matched print specifications when measured against production drawing. The reported product was located on tooth # 30 and used for approximately 1 month. The customer has not provided additional pictures or x-ray images of the product. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system. Complaint history review revealed 1 other complaint was identified. Sterilization record for the implant was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. Complainant reported infection & bone loss. The reported complaint could not be verified with the information provided and following review of the returned product. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the patient presented with infection & bone loss at post op visit.